Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a general surgery the surgeon fire the device and the clips were dropping out of the device and would not form correctly. They used another device to complete the procedure. The device was left in the materials department with a note and no additional information. There was no patient consequence reported. The device is returning for analysis.